Manufacturer narrative:
Investigation completed on a smith medical cadd legacy 6500 pump. Device arrived in good physical condition. Alarm was not verified when duplicating event. Event log revealed alarm. No fault was found as event could not be duplicated. Action taken to clear pump and unknown cause of event.

Event description:
Information received a smiths medical cadd legacy 6500 pump ' error code alarm " no adverse patient events reported.

Event description:
Information was received stating incident occured during preventive maintenance check; no patient involvement.